Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Remains implanted.

Event description:
Patient has appointment on sept 4th and will be discussing left hip pain with doctor. Patient does not want to pursue an investigation and did not want to provide any further information.